Event description:
Wasn't able to return to work for eight weeks after uae secondary to cramping. Migraine headaches developed post uae and lasted for about two yrs. Experienced cramping six yrs post uae and went to ER where they said the cramping was secondary to fibroids. She had an elevated white blood count and currently has a clear vaginal discharge. She states "I feel like a walking time bomb..."